Event description:
The company representative saw the patient today for a physician mode recharge (pmr) and when the implantable neurostimulator (ins) was read with the 8840 (clinician programmer) it had a 0x8 power on reset (por) code. The recharger stats showed the patient last charged on (B)(6) to 100%. It was in the last couple days that the patient tried to recharge and noticed they could not. Patient has not recently been in overdischarge and had been recharging approximately weekly per the 8840 recharge stats. The recharge dates were: (B)(6). Patient had last felt stimulation on (B)(6). The patient does not have stimulation on all the time or every day. There have been no falls or trauma. Impedances were checked today and were all within normal limits. Recharge stats showed the patient was getting to 100% charged every time. The ins was half full on monday and should be half full now. It was unknown if a full pmr was done today. The ins was ¾ charged this afternoon. Patient gets an average coupling of eight boxes. A week later the company representative confirmed there have been no complaints from the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37754 serial# (B)(4), : product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).